Manufacturer narrative:
The device evaluation found objective lens adhesive is peeling. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope exhibited objective lens adhesive peeling. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Updated fields: b3. B3 - correct date is 4/22/2025. Should additional relevant information become available, a supplemental report will be submitted.